Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 550 mg/dl and it was addressed with a bolus. During troubleshooting with tandem's technical support, it was noted that there was a giant gap of air in the tubing. The customer primed the tubing.